Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(6) study. It was reported that myocardial infarction (mi) occurred. In (B)(6) 2013, clinical status assessment identified the patient¿s qualifying condition as stable angina and the index procedure was performed on the same day. The target lesion was located in the proximal left circumflex (lcx) artery with 80% stenosis, a length of 20m and a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilatation and placement of a 2.50x20mm study stent. Following post-dilatation, residual stenosis was 10%. The following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2016, the patient was diagnosed with shortness of breath and dyspnea, and was hospitalized four days later. The following day, cardiac enzymes were noted to be elevated, consistent with spontaneous mi. On the same day, the 100% stenosis of the target vessel was treated by cutting balloon angioplasty. Post procedure, residual stenosis was 0% with timi 3 flow. The patient also received medication therapy in response to the event. The following day, the patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2016 subject was diagnosed with nausea and vomiting.